Event description:
Reporter alleged erratic blood glucose monitoring device results and when checking the values in the memory, determined they were not having back to back readings that were in the 200's mg/dl and the readings in the memory were 318, 101, and 260 mg/dl. Reporter indicated no actions were taken and no treatment was received as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.